Event description:
A nurse reported that an intraocular lens (iol) was exchanged. The nurse reported the surgeon noted a membrane had adhered itself to the anterior portion of the lens on the first postoperative day. The surgeon had stated the membrane was almost the exact size and look of the anterior capsulotomy. He removed the membrane and sent it to pathology and replaced the lends with the same model iol. The lens exchange was performed on the first postoperative day from the original implant surgery. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Not enough info was provided to properly complete an investigation. Add'l info was requested on 1/20/2012, 1/23/2012, and 1/31/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).